Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An account manager observed an intraocular lens (iol) ¿jump¿ forcibly into a patient¿s eye upon insertion. The scrub technician loaded with viscoelastic properly. The trailing haptic folded on the lens properly. The leading haptic folded on the lens properly. There was not a buildup of tension; the iol as advancing normally. Then as the iol was halfway out, the tension glide seemed to almost ¿slip¿ or jerk forward causing the iol to suddenly ¿jump¿ into the capsular bag. The surgeon thought the iol tore the capsular bag but fortunately no vitreous was present and the iol remains in the eye. Additional information was requested.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).